Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the r5-a valve on vacuum manifold, performed horizontal and vertical alignment of reaction washer assembly, and replaced d1-a tubing. Next, the cse cleaned the area where the sample arm rinses, replaced the sample arm level sense harness and primary control assembly (pca), and the sample and reagent mixer assemblies with new-style units, and both impellers. Then, the cse performed all auto-alignments on the instrument. In a subsequent visit, the cse confirmed dilution mixer alignment and dilution washer horizontal alignment, which were acceptable. Next, the cse replaced reagent 2 (r2) level sense pca and harness, valve v09, the reagent probe 1 drain valve. During the next visit, the cse adjusted parts and performed an acceptance test protocol, which was acceptable. Upon returning to customer¿s site, the cse inspected the instrument and noted that serum splatter at dilution and sample probe areas indicative of poor sample quality. Next, the cse cleaned the area, performed alignments for photometer and all subsystems, and an advanced lamp check, and all were successful. Then, the cse manually adjusted and verified the mixer alignments. After that, the cse manually verified the reaction washer alignment, cleaned photometer apertures, performed a drain and fill and auto check successfully. Following that, the cse performed service methods tests (smt) successfully. The customer processed quality controls (qc), which recovered acceptably. On the following day, siemens observed the customer perform stress testing on the instrument, which correlated with the customer¿s other instruments. Then, the customer processed qc, which recovered acceptably. The cse returned for a follow-up visit and replaced multiple aspiration and dispense valves for the reaction washer station and reaction cuvette segment c. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that falsely elevated calcium_2 (ca_2) results for three patient samples, a falsely depressed concentrated carbon dioxide (co2_c) result for a patient sample, and falsely elevated urine creatinine_2 (crea_2) results for eight patient samples were generated on an atellica ch 930 analyzer. The initial results were reported to the physician(s), who questioned them. Samples were repeated on the same atellica ch 930 analyzer. The repeat results were reported to the physician(s), as the correct results there are no known reports of patient intervention or adverse health consequences due to the erroneous results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00066 with the FDA on 21-feb-2025. Additional information (24-feb-2025): siemens further investigated the issue and determined that only photometric results were affected by the issue. There was a consistent pattern where the overall photometer absorbance is lower for the erroneous results. Siemens observed a step wise drop in absorbance after the reagent 1 (r1) and sample addition step for the erroneous results. This can occur when liquid from reaction washer (rw) falls into reaction cuvette and dilutes the cuvette contents. Siemens determined that the r5-a valve malfunction potentially contributed to the event. Following the customer service engineer's actions documented in the initial MDR, no droplets from any rw probes were observed. The component and the investigation conclusion codes were updated to reflect siemens' evaluation. The instrument is performing according to specifications. No further evaluation of this device is required.